Manufacturer narrative:
(B)(4) has been initiated for this issue . Model trsx5rc serial number/date code (B)(4) is approximately 1 year and 5 months of age. The user manual part number 1110550 rev g (feb-11) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer alleged that the aluminum foot plate split. It is unknown if the consumer was involved in the incident. A replacement foot plate was sent out. Product is not being returned for evaluation.

Event description:
Customer alleged alum footplate split. Sending replacement order #(B)(4). No injury alleged.